Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: conclusion not yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed ca 19-9 analyte on the aia-900 instrument. Quality control were within acceptable range on the day of the proficiency testing. Analyte/method: ca 19-9, sample: tm-04, reported result: 8.0 miu/ml, expected result: 8.3 - 11 miu/ml. The customer recalibrated the instrument and obtained a ca 19-9 result on tm-04 of 8.3 miu/ml.

Manufacturer narrative:
Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28-oct-2016 through aware date 28-nov-2017. There were no other similar complaints identified during the searched period. The ca 19-9 st aia-pack ca 19-9 assay specifications state the following: calibration: calibration stability is monitored by quality control performance and is dependent on proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. The most probable cause of the reported event could not be determined. The issue was resolved by re-calibrating the aia-900 instrument with a new lot of calibrator set. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.